Event description:
It was reported that the paddle lead had backed out of place and patients therapy was lost. The patient underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.